Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on october 30, 2019 with blood glucose of 39 to 49 mg/dl at the time of the incident. The customer was at 128 mg/dl at the time of the call. The customer used glucose tablets and was given food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer feels the pump is over delivering. The customer stated the pump was exposed to a strong magnetic field but passed a displacement test. Troubleshooting was completed but did not resolve the issue. The customer stated they've had 7 low incidents in the morning with blood glucose levels in the 30 to 49 mg/dl range. The insulin pump, reservoir, and infusion set will be returned for analysis.